Event description:
It was reported that coils would not advance. The physician was coiling a gda through a non-(B)(6) microcatheter. They placed a few embold fibered coils first, then 2 ruby standard coils, then attempted to place the embold 60cm packing coil and technologist stated that the coil would not advance more than halfway out of the coil sheath. They tried a few times and then decided to discard it. They grabbed another embold 60cm packing coil and had no issue advancing and deploying the second one. They used one more embold 60cm packing coil after that and a few more embold coils and finished the case. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).